Event description:
It was reported that there was an allergic reaction to a bio-composite implant. Follow-up investigation: the patient had an achilles speed bridge procedure on (B)(6) 2014 and about 5 months post-op, she began to have pain and swelling. The surgeon does not believe it is an infection but a reaction. Surgeon believes the patient was compliant during post-op follow ups. The patient does not have a diabetic diagnosis but she is on medication for possible insulin resistance. Type of procedure: haglund's deformity.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned; therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Based on the information provided, the most likely cause(s) of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remains in the patient.